Event description:
The reported description notes that the monitor did not alarm when a 4 second flatline ECG waveform was seen. A code blue was called and the pt was resuscitated.

Manufacturer narrative:
(B)(4). The reported description notes that the monitor did not alarm when a 4 second flatline ECG waveform was seen. A code blue was called and the pt was resuscitated. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.